Event description:
It was reported that the patient presented in the operating room for a system implant. During the procedure, the right ventricular lead exhibited high impedance. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: date of event - should have been (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported date received by manufacturer january 25, 2018 which was submitted on february 1, 2018. The correct code to supersede the initial date received by manufacturer should be (B)(6) 24, 2018.